Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the surgeon felt mark on the iol. The iol was exchanged for another lens during the initial implant procedure. Additional information has been received and stated that doctor felt a circular flaw or "mar" in the center of the lens upon implantation. The surgery was completed with replacement lens. There was not patient harm. Patient is doing well with 20/20 best corrected.

Manufacturer narrative:
Only half of the lens was returned for evaluation in the lens case. Solution was dried on the returned portion of lens. The optic was cut in half, typical of insertion and removal. The returned cut portion of lens had a deep scratch/scrape mark protruding from the cut area on the anterior side of the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).